Event description:
It was reported PICC line damaged close to securacath device. There was no harm, no injury to the patient. No complication and no negative outcome reported. The defect was caught and PICC line was removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr t/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the returned catheter. Compression damage was observed from the 1 cm to the 3 cm depth marker. A longitudinal split was observed from just distal of the 1 cm depth marker to just proximal of the 3 cm depth marker. A functional test of infusing water into each of the three lumens of the returned catheter using a 12 ml syringe revealed the gray lumen to have a leak from the split. A microscopic observation revealed the split to have sharp fracture edges and a granular fracture surface. It was observed that the split was connected by one small section of the catheter in the middle of the split, and the split was observed at the compression damage caused by the securement device. Examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.